Event description:
Patient reported "rupture ". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d4, h4, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Clarification to d4 device info.: serial numbers were provided but sides are not known (serial: (B)(6) lot: 3545422 and serial: (B)(6) lot: 3499670).

Event description:
Patient reported "rupture ". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, g2, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "rupture". Later, healthcare professional reported "rupture" confirmed via MRI. This record is for the right side. Device remains implanted.